Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor was placing a posterior medial variax elbow plate. He tried to put three different 2.7mm locking screws into a round hole and none of them locked. He left that hole in the plate with no screw. As he was finishing placing screws in the rest of the plate, he was tightening down a 2.7mm non locking screw, and the head of the screw snapped off the shaft. He had to leave the shaft of the screw in the patient.